Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reports the alarm limits which are displayed on the central station does not correspond to the specifications of the monitor and will not give any alarm, according to adjusted alarm limits because they differ from the monitor settings. No patient injury/ harm was reported.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:1218950-2016-07462 was submitted.